Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. The customer stated that the infusion set was changed in the morning and customer was able to deliver a bolus at that time. The customer had put cold insulin into the reservoir. Blood glucose value was 8 mmol/l. The customer was not able to run a 5 unit prime and hit rewind by accident. The customer was advised to remove the reservoir from the insulin pump and push insulin manually with plunger; insulin did not exit after trying twice. The customer was advised to change the entire infusion set and reservoir.